Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : post the procedure, the patients hb was 76 g/l, therefore the patient was transfused with 4 units of red blood cells medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1620c156ee, serial/lot #: (B)(4), ubd: 07-jun-2020, (B)(4); product ID: etew2020c82ee, serial/lot #: (B)(4), ubd: 07-jun-2020, (B)(4); product ID: etlw1616c156ee, serial/lot #: (B)(4), ubd: 07-may-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the chevar endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient was diagnosed with anemia the day after the index procedure. It was reported that the patient experienced anemia due to blood loss during the procedure. The patient received a blood transfusion and the event resolved . The event was assessed by the investigator to be possibly related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the patient experienced life threatening anemia due to blood loss during the procedure. The patient received a blood transfusion and the event resolved the same day. The event was assessed by the investigator to be possibly related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the event was assessed by the investigator and the sponsor as casually related to the procedure, not related to the endurant ii stent graft system.